Event description:
It was reported that the patient was operated on oct 13th with the power cdh. Patient had a peritonitis 2 days post-op which was caused by a dehiscense (according to dr who activated the instrument) when patient went to the toilet. Patient is still hospitalized, but is ok. As their ethicon rep, I was present during this surgery, donuts were completes and no bubble was noticed when dr performed the leak test.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Please provide a timeline of events. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.